Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 4 fr single lumen powerpicc solo catheter was returned for evaluation. One radiographic image was also returned for evaluation. An initial visual observation of the photograph showed use residue and dressing material on the sample. The catheter tubing was observed to terminate just distal to the 3 or 4 cm depth marker. No details of the break site in the catheter could be discerned from the returned photograph, and no other damage was observed on the catheter in the returned photograph. What appears to be a catheter could be seen in the radiographic image; however, no further details could be discerned. Inspection of the returned images was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the catheter was threaded on (B)(6) 2023, and there was a leak in the maintenance flushing on (B)(6) 2024, and the blood could not be withdrawn. Subsequent incision of the vein for catheterization. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation showed blood use residues throughout the returned powerpicc solo. The catheter was returned broken between the 3 cm and 4 cm depth markers. Two kinks were observed, one at the 10 cm depth marker and one between the 13 cm and 14 cm depth markers. A microscopic observation revealed a granular, uneven fracture surface at the break site. An overall elliptical shape was observed at the break site. Rounded, polished edges were observed on one edge on either side of the break site. No splits were observed at the kinks observed at the 10 cm depth marker or between the 13 cm and 14 cm depth markers. A tactile evaluation of the catheter revealed tensile weakness throughout the catheter shaft. The characteristics of the break appear to be consistent with flexural fatigue damage, or material kinking and wear of the catheter. The tensile weakness and uneven fracture surface suggest a tensile failure occurred at the flexural fatigue site. The damage found along the catheter is confirmed and was determined to be related to flexural fatigue and tensile failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the catheter was threaded on november 23, 2023, and there was a leak in the maintenance flushing on march 20, 2024, and the blood could not be withdrawn. Subsequent incision of the vein for catheterization. No other information was provided. Additional information 05/24/2024: the incident resulted in patient injury requiring additional surgical treatment, the cause of the tube break was unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, the catheter was threaded on (B)(6) 2023, and there was a leak in the maintenance flushing on (B)(6) 2024, and the blood could not be withdrawn. Subsequent incision of the vein for catheterization. No other information was provided.